Manufacturer narrative:
Initial reporter has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal bupivacaine and morphine (unknown) via an implantable pump for non-malignant pain. The company rep reported that the patient had a magnetic resonace imaging (MRI) on (B)(6) 2025. The patient did not get the pump checked after the MRI. Today the pump logs stated the pump stalled for 48 hours on (B)(6) 2025 and had been stopped for 608 hours as of today. The patient was asymptomatic. The company rep wanted to know if the pump was in telemetry mode and wanted to confirm future elective replacement indicator (eri) dates were accurate. Through troubleshooting technical services confirmed the pump was in telemetry mode and educated the company rep and healthcare provider on what telemetry mode was. The company rep understood the education provided. No further issues noted at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Coding was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.